Manufacturer narrative:
The affected breathing circuit of type "ventstar dual heated (n) plus" was available for investigation. The reported crack at the connector could be confirmed. Analysis at supplier site did not reveal any production-related causes. The injection molding and assembly process were reviewed together with the sample. It did not show any abnormalities that may have occurred during injection molding or assembly. As every product is leak tested twice within the manufacturing process (at molding and assembly) it can be assumed that the crack at the connector was not caused during manufacturing but possibly by a sharp object e.g. During unpacking or handling. A relevant leakage of the breathing circuit is detected and alarmed by the main device during the self test or during use. In the last 12 months no further similar complaint has been reported and the case can be assessed as an isolated case. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The field failure rate is subject to permanent monitoring by the responsible product quality board and is rated as acceptable.

Event description:
It was reported when using this product with vn500 the patient's spo2 gradually dropped after 3 days. Crack was found in the connection part of the circuit. Breathing circuit was replaced.

Event description:
It was reported when using this product with vn500 the patient's spo2 gradually dropped after 3 days. Crack was found in the connection part of the circuit. Breathing circuit was replaced.

Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.